Manufacturer narrative:
Explant was reported due to leakage, calcification, and immobile leaflet. The tears seen in leaflets 2 and 3 at explant were confirmed. The immobile leaflet could not be confirmed. All three leaflets were fibrotically thickened. The inflow surface of all three leaflets contained pannus which narrowed the inflow diameter. Leaflet 3 also had pannus focally on the inflow base. There was no acute inflammation present. The leaflets were mobile when manually manipulated.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears and pannus formation could not be conclusively determined; however the host to device reaction (pannus formation), along with the selected valve size (21 mm) larger than the replacement valve (19 mm), are possible evidence of fusion to the patient aortic wall. This, along with the pannus noted on the inflow surface, had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed and this 21mm trifecta valve was implanted in the patient¿s aortic position. On (B)(6) 2019, the patient presented to the emergency room due to sudden dyspnea although the patient was being monitored. A non-coronary cusp (ncc) appeared to be immobile and paravalvular leakage (pvl) was observed. This valve was also observed to be calcified. On (B)(6) 2019, an echocardiogram was performed preoperatively. Mitral regurgitation (mr) was observed but the physician determined no treatment would be performed for the mr. On (B)(6) 2019, the re-do avr was performed and the device was explanted. Upon explant, a non-coronary cusp (ncc) and left coronary cusp (lcc) appeared torn. The right coronary cusp (rcc) was damaged during the explant. A 19mm trifecta gt valve was successfully implanted.